Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated ¿38 ¿ insulin, consecutive stalled motor¿ alerts beginning in the early morning, after which the user disconnected from the device and switched to a backup t-slim pump while continuing to use a dexcom g7 cgm. Symptoms included hyperglycemia with a reported blood glucose of 223 mg/dl without loss of consciousness, ketoacidosis, or other acute effects, and no medical intervention was required. Outcomes included device replacement and instructions to shut down the ilet, return the original unit using a provided label, and reinitiate startup on the replacement since data do not transfer. Investigation included device replacement logistics and receipt and inspection of the returned device. Investigation of this case revealed a persistent malfunction consistent with an insulin delivery motor/encoder fault, preventing successful rewind, which aligns with previously identified device component issues affecting the insulin drive system. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.